Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st and 3rd data set, both inratio and lab values are within the confidence limits for inr testing. For the 2nd and 4th data set, the testing time interval is greater than 3 hours. Per tr 150, a valid time is 3 hours or less. As a result, these results are considered invalid. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.

Event description:
Caller alleges inaccuracy with inratio.